Event description:
The pt was implanted with a synchromed pump and catheter in 2000 for intrathecal infusion of morphine for pain. The hcp reported that the device had been infusing morphine as well as vancomycin to treat infection. It is unknown whether the two drugs were given simultaneously. The device was explanted 3 months later and returned to the MFR for analysis. The analysis results showed drug had precipitated, causing a clogging of the catheter access port. It is not known whether a pump reservoir rinse was performed prior to the use of vancomycin in the pump. The pt had experienced increased pain due to the lack of drug infusion caused by the clogged catheter access port.